Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/3/2018, belt: 12/14/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in the hospital ICU at the time of passing. It was reported that nurses were present at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received three inappropriate treatments from the lifevest. The treatments were delivered at 12:16:01 am, 12:16:26 am, and 12:16:54 am. The patient's rhythm at the time of all three treatments was asystole with CPR and motion artifact, and the post-shock rhythm for all three treatment was asystole with CPR and motion artifact. The CPR and motion artifact contributed to the false detection. The response buttons were pressed prior to the delivery of the first treatment, but not immediately prior to shock delivery, as well as after the third treatment. The response buttons functioned appropriately. It is unknown who was pressing the response buttons. The patient reportedly passed away at 1:35 am on (B)(6) 2019. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.